Manufacturer narrative:
It was indicated by the customer that the device used during the reported event has been returned to service; and therefore, could not be returned to masimo for evaluation. Customer response received on 06/14/2017 stating "the issue was determined to be due to user error." An additional response from customer received on 06/22/2017 indicating device is working fine and will not be returned, "I spoke to the respiratory manager, (B)(6), here at (B)(6) and she verified that the unit has been working properly. No further action is needed."

Event description:
The customer reported "'pt was to have a nocturnal pulse ox study to qualify for home oxygen at night. Pulse ox was set up and placed on patient on room air. In the morning when trying to upload the data from the pulse ox, there was no data recorded on the pulse ox unit'." No patient impact or consequences were reported. This file was opened to address facility report # mw5069606 received by masimo corporation on 06/05/2017.